Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5.

Event description:
Additional information was received from the customer which confirmed that the loss of image occurred during preparation for use. There was no procedure or patient affected, as a result of the loss of image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the insertion section had a failure. It is also possible that image sensor was damaged due to electronic factor from a sudden overcurrent such as connecting/disconnecting the scope connector while the video system center was on or unintended static electricity was applied. However, the specific root cause could not be determined at this time. The following is stated in the instruction for use (IFU): "important information ¿ please read before use. Warnings and cautions: caution: turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system: inspection of the endoscopic image: 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a faulty charged coupled device (the insertion part was broken). Additionally, there was a damaged distal end cover, separated bending section cover adhesive, and scratched control unit and universal cord. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, there was no image displayed when using the evis exera ii bronchovideoscope during preparation for use for an unknown procedure. There were no reports of patient harm associated with this event.